Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, a second kit was opened post procedure to determine how the guidewire coating unraveled on the first kit. There were no patient complications reported as a result of this event. Based on investigation result, corewire detached/separated, this event is deemed MDR reportable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Investigation result of guidewire detached/separated. Visual evaluation of the guidewire was found to be placed through the initial g-tube. The guidewire presented multiple kinks. The core wire was pulled out of the coil wire and was not returned. The ball weld on the end was detached and not returned the issue was noted after the procedure and while outside the patient as the user was trying to replicate a previous failure. Therefore, the most probable root cause of "handling damage" is selected for the complaint.